Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the skull clamp shows the skull clamp has a sticking swivel lock assembly, and a residue buildup is present. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear, the swivel base has damaged thread and must be replaced, and the wrench is missing and must be added. Root cause - the complaint is confirmed via inspection of the unit. The skull clamp had a sticking swivel lock assembly and a residue buildup present. The swivel base had damaged threads. Probable root cause is routine use and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 3 reports linked to mfg report numbers 3004608878-2025-00079 and 3004608878-2025-00081: a facility reported that once fixed, the mayfield triad skull clamp (a1108) was not stable. The problem was found on the patient under anesthesia, before the surgery. Since the patient could not give up this surgery, we minimized the movement of the headboard as much as possible, taking into account its imperfect stability for the entire duration of the surgery. There was no increased surgery time or patient injury.